Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, during the procedure, under general anesthesia, the patient experienced hypotension and dehydration. The procedure was successfully completed.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).